Event description:
According to the reporter: the plaintiff developed serious complications from an abdominal leak and bacterial infection related to and/or precipitated by the breakdown and/or failure of the surgical anastomosis. Patient (B)(6) underwent a left partial colectomy with anastomosis on (B)(6) 2011. Covidien stapling equipment was mentioned in the reparative surgery on (B)(6) 2011. The patient underwent a reparative surgery on (B)(6) 2011 for a preoperative diagnosis of peritonitis and sepsis secondary to colonic anastomotic leak, and he underwent a partial left colectomy with resection of previous left colon anastomosis, hartman type and colostomy; and the operative report for this reparative surgery mentions a "â¿¿ta" 80 "staplingâ¿&#65533;" instrument and "â¿¿gia" stapling instrument. "â¿&#65533;" this patient underwent another surgery on (B)(6) 2012 for exploratory laparotomy extensive enterolysis, takedown of hartmann colostomy with partial colectomy, mobilization of splenic fracture, and primary anastomosis of left transverse colon to the distal sigmoid rectal junction, and complex closure of abdominal wall. Another surgery was performed on (B)(6) 2012.

Manufacturer narrative:
(B)(4). Supplemental MDR# 01 sent to FDA on 5/1/2015.